Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.3, d.6b, g.1, h.6.

Event description:
Healthcare professional "completely flat, and patient woke up with deflation". This record is for left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional "completely flat, and patient woke up with deflation". This record is for left side. The device remains implanted.